Manufacturer narrative:
(B)(4) concomitant medical products: 124858, exceed abt 3hl shell 48/58 mm, 3339047. The 650-0796, biolox delta lnr 36 mm 58-60 mm, 3359237. The 51-106140, tprlc 133 mp type1 pps so 14.0, 2772530. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left total hip anthroplasty. Six months post-operatively, the patient experienced moderate pain, required pain medicine stronger than aspirin, used a cane most of time, had moderate trouble washing/drying, had moderate trouble getting in or out of car, moderate difficulty putting on socks, moderately difficult to stand up, limping often, and pain has moderately interfered with usual work. Attempts have been made and additional information on the reported event is unavailable.